Event description:
It was reported that the morphology match score diagnostics were all marked with n/a, though the discriminator was used. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of diagnostic anomaly was confirmed. Based on the information provided, it was determined that the score was displayed as ¿n/a¿ due to a morphology rule. The device was performing per design; although the event is being assessed for future enhancements.